Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for broken off probe tip. A 16mm length of the probe tip was broken off. The device failed the probe check with error code u509. There was no damage to the teflon pad and no metal exposed under the pad. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that towards the end of a laparoscopic hysterectomy procedure, the probe tip detached and fell into the patient while the clinician was performing a colpotomy on the cervix. A probe damage error was also generated. There was no reported patient injury. The broken off piece was retrieved with a grasper. The procedure was completed with a similar device.